Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold due to dislodgement. The patient was referred for a lead revision, however the physician suspected that the device pocket was infected due to the excessive fluid that was drained. Cultures were taken and all were negative for signs of infection. The was patient was diagnosed with diabetes and obesity, which was noted to be comorbidities. The lv lead was surgically removed and a new lv lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited high pacing threshold due to dislodgement. The patient was referred for a lead revision, however the physician suspected that the device pocket was infected due to the excessive fluid that was drained. Cultures were taken and all were negative for signs of infection. The was patient was diagnosed with diabetes and obesity, which was noted to be comorbidities. The lv lead was surgically removed and a new lv lead was implanted. No additional adverse patient effects were reported. Additional information indicated that this patient had an infection. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against the lead tip was confirmed. The lead tip appeared normal. This report is being filed to correct the patient code.